Manufacturer narrative:
Patient information not provided as no patient was involved in this concern. Device manufacture date not available at time of this report. The device had not been returned to the manufacturer for evaluation at the time of this report. RMA issued.

Event description:
A medtronic medicraft representative, reported that the frazier suction needs to be replaced. The tip will only verify in a specific orientation and gives a 2.4 distance to divot error when rotated in a different direction. No patient present.